Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. Additionally, it was reported that the customer experienced a low blood glucose (bg) level that was "low", although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.